Event description:
Device 1 of 4. Reference MFR report: 1627487-2014-21163, 1627487-2014-21164, 1627487-2014-21165. It was reported, the patient experienced bleeding at his midback lead incision site on the day of the implant and he was subsequently taken to the hospital where he was admitted for kidney infection and pneumonia. It is unknown if the infection/pneumonia are related to the implant procedure. As of (B)(6) 2014, the patient was moved to a step down intensive care unit. Follow-up identified the patient felt agitated and uncomfortable when he went home a day after the procedure and had a fall on the right side. As of (B)(6) 2014, the patient continues to have drainage at the lead incision site. The patient has a follow-up appointment with the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.